Event description:
(B)(4). The dealer reported that the bariatric bar750 heavy-duty full-electric bed foot portion went down as the toggle piece attaching the shaft to the motor was sheared, resulting in the unit descending to the ground. There was no injury reported.